Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient stated his scs system did not provide him with effective stimulation coverage for his pain . As such, the patient discontinued to use the scs system. In addition, the patient underwent surgical intervention where his scs system was explanted.